Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 53 mg/dl at the time of the incident. The customer did not provide details regarding symptoms of low blood glucose. The customer took a glucose tablet for low blood glucose. The customer was assisted with troubleshooting and declined for low blood glucose. The insulin pump will not be return for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the auto mode was off at the time of event.